Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reported that the customer stated all drawers were failed. Upon arriving onsite, the helmer refrigerator storage location was inspected, and storage location 1.1 was found failed with the error failed to stay closed. Recovery attempts for location 1.1 were unsuccessful, as the station was not detecting the bin as closed. The infrared array controller (irac) for location 1.1 was replaced, and the location was successfully tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, multiple drawers were failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.